Event description:
Alcon restor lens: I was promised I would see better all distances. I would not need glasses. The surgery was inhuman, painful and the implant had caused me to lose vision. Get headaches on a daily basis, a piercing blinding bright light in my left eye. I see haze, waxy vision. I have to wear sun glasses all the time or I can't see well at all. I am super sensitive to the light threw the restor lens. I was never told I would have horrible blinding glare in my eye when the light hits the lens. I have been suffering horrible for years and I was recently told there is nothing they can do as the lens gets stuck to the eye and cannot be removed. My right eye also has the restor lens. I was forced to have the right eye done as I was told both the eyes need to have the lens to minimize the lens. These lens also so dangerous and horrible. I had to have my right eye done in a few months twice and now I have problems with the right eye as well. My quality of life is massively less. I can't even enjoy looking at my (B)(6) beautiful face. It is blurry. The restor lens are defective.